Event description:
Patient underwent an aortic valve replacement surgery on (B)(6) 2013. Three to four days post operatively the patient dehisced via sternum. The patient experienced pain. I twas noted that 5 zipfix bands broke and pulled through the sternum. The patient was returned to the operating room on (B)(6) 2013, for a revision of the sternotomy with sternal plating. The procedure was successfully completed and the patient¿s outcome was good. This report is 2 of 5 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Part/lot combination unknown at synthes (B)(4), no DHR review possible. However, the manufacturing documents for part 08.501.001.05s lot 8653941, with manufacturing date 10/29/2013 and part expiration date 6/1/2018 were reviewed and no complaint related issues were found. Placeholder.